Event description:
It was reported that during an unknown procedure, the tip broke from the active blade. There was no piece that went into the patient. They used another device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the device was returned with the tissue pad partially detached. The blade was received in good physical condition and 100% present. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. A possible cause for this damage is activation of the instrument without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.